Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported events as follows: precautions for use: "if the needle is blocked, do not increase the pressure on the plunger rod but stop the injection and replace the needle." Method of use-posology: "juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported during injection with juvéderm ultra¿ xc the syringe "bursted." No injuries were reported.

Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened pack with an opened tray. With cap and with a needle not supplied by allergan which still attached. A crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported during injection with juvéderm ultra¿ xc the syringe "bursted." No injuries were reported.